Event description:
A healthcare facility in france reported that the outlet port of a rd900 neopuff infant resuscitator was damaged during transport. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) regional office in france and was inspected by a trained f&p technician. Result: visual inspection of the complaint rd900 neopuff infant resuscitator revealed that the gas inlet and outlets ports were damaged. Conclusion: we are unable to determine what may have caused the damage to the subject neopuff infant resuscitator. However, the most likely cause of the reported event is physical damage due to impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It should be noted that the subject device is over 13 years old. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Manufacturer narrative:
(B)(4). We are currently attempting to retrieve the complaint rd900 neopuff infant resuscitator for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that the outlet port of a rd900 neopuff infant resuscitator was damaged during transport. There was no patient involvement.